Event description:
Health professional reported an alleged leak with a lap-band port. The event was discovered after a fill appointment. The surgeon found only 3.5 cc's in the band and it was supposed to have 8ccs. The surgeon made a 2nd attempt to fill the band, but fluid continued to leak from the device. The surgeon chose not to perform any diagnostic testing. During explant surgery, a leak was discovered in the tubing. The port and tubing were replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."